Event description:
Information received by medtronic indicated that insulin pump had short battery life and replace battery alarm. Customer stated battery did not last more than 1 week. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
S/w version = 4.11j. Retainer ring = black. Customer returned pump for alleged battery charge lasting less than expected found on (B)(6) 2021. Pump passed displacement test, self test, active current measurement and sleep current measurement. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In full review of pump history files, failed batt test alarm occurred on event date numerous times between 7:35 and 20:01 due to a corroded battery tube and moisture damage found on pcba 1. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads-cracked, corroded battery tube and minor scratches on lcd window. In summary, customers alleged battery charge lasting less than expected was not confirmed, however, failed batt test and failed sleep current test was noted due to a corroded battery tube and moisture damage on pcba 1. (B)(4).